Event description:
New information received notes that the right atrial lead was explanted during a system upgrade procedure. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited noise and high capture thresholds. The physician capped and replaced the lead on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 6.5 cm (connector portion) and 44 cm (distal portion) with the extraction tool inserted. Visual examination revealed no anomalies besides procedural damage. No conductor fractures were noted but an internal short was found due to procedural damage. The reported events of noise and high capture thresholds were not confirmed.